Event description:
Information was received that device is leaking from reservoir. Incident did not occur while in patient use.

Manufacturer narrative:
Device evaluation: returned device was received with cracked tank cover. Outdated pcb and power switch. Wear and tear damaged enclosure and front cover. Faded line cord. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.